Manufacturer narrative:
Follow-up # 1 (06/25/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) /2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (07/12/2013)-device evaluation: the subject meter was returned on 06/27/2013 and analysis completed on 07/08/2013 by lifescan product analysis with the following findings: the reported complaint of error unknown was confirmed after review of the error log data. A review of the error log data revealed error 4 message. The error message was not reproducible in the laboratory. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.